Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the machine was not communicated. Field service engineer checked the port and verified that it requires I/t to assess this port. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine was not communicated, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.